Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to discomfort.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of instability, which led to wear of the lateral posterior articular surface of the tibial insert, and ultimately, pain and discomfort.

Event description:
Index surgery: (B)(6) 2014. Revision due to discomfort.